Event description:
It was reported that during a programming post operation, the patient experienced numbness in the legs. The physician believed it was device related as it was due to cord contusion from the lead. The patient had a lead pull and was able to reestablish coverage of pain areas with only right lead. The explanted lead will not be returned as it was disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7086898.

Event description:
It was reported that during a programming post operation, the patient experienced numbness in the legs. The physician believed it was device related as it was due to cord contusion from the lead. The patient had a lead pull and the explanted lead will not be returned as it was disposed by the facility. Additional information was received that the patient still has loss of movement in her left leg below the knee. The physician has not prescribed extra medications as it may take a year to heal.